Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high impedance in both unipolar and bipolar configurations was noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.